Manufacturer narrative:
The OEM performed the device history records for the concerned device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The investigation was completed by the OEM and determined that there is no manufacturing, material or processing related cause for this failure mode. The concerned device was not returned to the OEM for evaluation; therefore, the root cause of the reported event cannot be conclusively determined. However, based on the service/repair evaluation the no image condition was due to a malfunction of the (dr) board. Additionally, the scope detection was not working potentially due to parts deterioration on the (ap) board due to age deterioration. The OEM will continue to monitor complaints for this device.

Manufacturer narrative:
The subject device was returned to the service center for evaluation. The evaluation confirmed the reported no image with 180 series type scopes malfunction which is due to defective circuit boards (ap and dr). Additionally, there was minor cosmetic wear on the external housing (non-functional) and software upgrade to the latest version is recommended. The repair is pending. A review of the repair history shows no previous repair records and the device was purchased on november 15, 2014. The investigation is ongoing; therefore, the root cause of the reported malfunction cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The technical support engineer was informed by the user facility that the evis exera iii video system center was not able to get an image with a 180 series type endoscope with multiple different video cable connectors (maj-1430) during an unspecified therapeutic procedure. A 190 series endoscope image worked appropriately with no issues at all. No patient injury or harm was reported. The video system will be returned for service/inspection.